Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported on social media that the patient's cgm device ¿almost killed them¿. No further information was mentioned, and no cgm activity, symptoms, or treatment was known for this event. No contact information was available, and no follow-up attempts could be performed. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.